Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the ICU nursing staff have stated that there have been multiple events of the devices alarming at the completion of a fentanyl pca infusion only to find that there are approximately 4ml or more of medication residual left in the syringe. The customer further stated that they have been using new bd pca administration sets with the anti-siphon valve and the monoject set that contains the plunger. Currently, the customer states that this is only occurring with the fentanyl pca infusions.